Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon review, it was observed the right ventricular lead was not capturing. The patient then presented at the hospital on (B)(6) 2019 to do fluoroscopy on the lead, which observed and confirmed the lead was pulled back. The lead was capped and replaced on (B)(6) 2019. The patient was stable.